Manufacturer narrative:
This report is submitted on march 31, 2022.

Event description:
Per the clinic, the patient experienced pain at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 17, 2022